Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified coronary artery. Pre-dilatation was performed at 16 atmospheres with a 2.50mm semi-compliant balloon. A 3.00 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. Upon checking the vitro, it was found that the distal stent was flared. The device was removed and the procedure was completed with another of same device. No patient complications nor injuries were reported.